Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was used with the recommended power setting of 2.5. The device failed to cut and seal tissue as intended. The power cord was changed, but the results were the same. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical and evidence of no evidence of blood was observed. The heater wire and the silicon insulation on the jaws appeared to be intact. There were no non-conformities observed with the jaws. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was used with the recommended power setting of 2.5. The device failed to cut and seal tissue as intended. The power cord was changed, but the results were the same. A replacement device was used to complete the procedure. The hospital did not report any patient effects.